Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse felt resistance when removing a unknown foley catheter from a male patient. They examined the catheter post removal and noticed a ridge around the end of the tube. The anm took a new catheter from the package, inflated and deflated the balloon without issue. When they re-inflated the balloon and then pressed on it lightly while deflating it and was able to reproduce the same ridge the other nurse saw. If the balloon migrates to the neck of the bladder the pressure on the balloon would produce a ridge when it was deflated.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be could be to thin sac could cause poor shape/ baggy sac & non- concentric balloon. A potential root cause for this failure mode could be due to thin sac could cause poor shape/ baggy sac & non- concentric balloon. Based on information in the fmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse felt resistance when removing a unknown foley catheter from a male patient. They examined the catheter post removal and noticed a ridge around the end of the tube. The anm took a new catheter from the package, inflated and deflated the balloon without issue. When they re-inflated the balloon and then pressed on it lightly while deflating it and was able to reproduce the same ridge the other nurse saw. If the balloon migrates to the neck of the bladder the pressure on the balloon would produce a ridge when it was deflated.